Event description:
The complainant reported that a therapeutic radiofrequency ablation (rfa) for hepatocellular carcinoma (hcc) was performed on a pt (age and gender unk). The physician successfully completed the pt procedures, but upon the withdrawal of the device from the pt the leveen superslim needle electrode's insulation had peeled off. The complainant also reported "a very minor burn" to the pt. The burn exhibited redness and was treated with ice. There was no additional adverse affect to the pt as a result of the reported problem. The rfa procedure was performed percutaneously on the pt's liver, with an ablation time of 6 minutes for the total procedure at 60w. A metal needle guide was reported to have been used during the rfa procedure. Our directions for use state: "if a needle guide is used, carefully advanced the electrode through the needle guide, making certain not to bend the needle. Needle guides have edges that can cause damage to or removal of portions of the insulation on the needle electrode. A break in the insulation may result in tissue burns along the length of the electrode."

Manufacturer narrative:
Our directions for use also state: localized burns to the pt or the physician may result from electrical currents being carried through conductive objects, such as metal cannula. This device has been received by this manufacturer, but an evaluation has not yet been performed, therefore, a failure analysis is not yet available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the approrpiate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.